Event description:
The pt was implanted with t-sling. Later the pt experienced urinary retention, pain, bladder spasms and urinary tract infection. Under general anesthesia, a sling release and urethrolysis were performed on (B)(6) 2012.